Event description:
The pulsar-18 stent system was chosen for the treatment but it was not possible to release the stent within the lesion.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the distal outer shaft has not been retracted. The stent has not been released. The distal outer shaft has separated from the proximal outer shaft at the gluing between these two shafts. Both, the shaft and the gluing dimensions comply with the specification. However, the shafts show no signs of an increased tensile force application, and during the investigation the stent could be manually released with no unusual friction. The root cause for the complaint event is most likely related to the manufacturing process. To prevent recurrence, the respective internal departments were informed about this case.